Event description:
During a pci/stenting procedure, the maverick2 monorail balloon ruptured at 8atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the first diagonal branch of a very tortuous distal lad. The maverick2 monorail balloon was being used to post dilate a cypher stent. An allow introducer sheath, a 7f mach1 guide catheter and an encore inflation device were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "fine".